Event description:
A needle holder (B)(4) was returned for repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Results is mechanical shock problem. The complaint device was evaluated. The mobile jaw was broken at the 0.8 mm gap. The exact root cause of the breakage could not be determined. No factory defect was detected. The breakage could be due to a shock or fall or excessive use but no evidence has been highlighted in the returned instrument. The instrument was repaired and returned to the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).